Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the markers and interval labeling of the remote monitoring report were inaccurate. Technical services reviewed the report and recommended replacing the monitor and having it sent back for analysis. It is unknown at this time is the inaccurate information was due to the network or the monitor. Further investigation is being conducted to resolve the issue. No patient complications have been reported as a result of this event.